Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in the development of peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in the development of bacterial peritonitis. The break in aseptic technique was further described as the patient did not wear a mask during therapy. The patient¿s grand kids were also reported to be in the room during therapy. The patient was hospitalized for the event. Treatment information was not reported. The patient was eventually discharged from the hospital and reported to be recovering from the peritonitis. Dianeal therapy was ongoing. The patient was re-trained on proper aseptic technique for performing pd therapy. Additional information was requested but is not available.